Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an inappropriate shock while sleeping. Upon review of device memory numerous stored episodes were observed due to diminished intrinsic amplitude causing t and p waves to be oversensed. Attempts were made to reproduce the observed changes but only myopotential noise was elicited that was appropriately marked by the device. The device was reprogrammed to a different sensing vector and therapy zones adjusted while the patient was hospitalized for closer review of their system. A revision procedure was later performed at which time system integrity was reviewed but no issues were identified. At the time of the procedure the physician elected to explant the s-ICD system and replace it with a transvenous ICD. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.